Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at 15.205 mg/day) and clonidine (150 mcg/ml at 152.05 mcg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to an increase in pain. The representative was called in to interrogate the pump using the clinician tablet. Everything on the pump logs seemed normal. It was noted the patient used all her boluses with the ptm. Additional information received on (B)(6) 2018 indicated that the patient was put into a medically induced coma overnight on (B)(6) 2018 to control her pain symptoms. The doctors were not sure what was causing her symptoms. The pump was working as expected and there were no alarms or issues noted. The patient's weight was unknown. No further complications were reported.